Manufacturer narrative:
(B)(4), 2013: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
During a follow-up performed on (B)(6) 2013, the battery curve reportedly showed a steep rise of the battery impedance. Since abnormal current consumption was suspected, an analysis was requested. Preliminary analysis of the battery curve displayed on (B)(6) 2013 showed that the discharge of the battery is normal.